Event description:
Patient contacted dexcom technical support by email on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Dexcom technical support left a message for the patient to call in regarding issue. On (B)(6) 2014, the patient returned the call to dexcom technical support and the patient was advised to reset the device which was unsuccessful. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).